Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48546. It was reported that patient experienced headache after a permanent implant procedure on (B)(6). The physician confirmed it was cerebrospinal fluid leakage. As a result, a blood patch was performed on (B)(6) 2020 to resolve the issue.